Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited noise oversensing. Low pacing impedance was also noted earlier during remote transmission. It was suspected that low pacing impedance was due to lead insulation damage. The lead was capped and replaced (B)(6) 2022. The patient was stable.